Manufacturer narrative:
Summary of eval: examination results suggest that this event is not device related, but rather is associated with alignment.

Event description:
Rptr states, "the pt complained of pain in the knee. Worn poly-component was revealed on x-ray." New insert implanted during revision surgery.